Event description:
Customer reported via phone, she was at the hospital for treatment of her high blood glucose. Customer was still in the waiting room, hadn't seen the doctor prior. Customer stated that while he was there the insulin pump had alarmed button error. The customer's blood glucose was 277 mg/dl. Customer was attempting to bolus and the device beeped for a new battery then none of the buttons were working. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The insulin was unable to perform functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests due to keypad anomaly. The insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.